Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient experienced a shocking feeling every time they raised their right arm. The left stn was double negative (c+ 1- 2-). The healthcare provider was able to isolate the electric shocks to the super contact to 2- and stimulated c+1 with the patient not experiencing electrical shocks at these settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause of the shocking is unknown. Impedances were normal. Rep lowered patient's stimulation settings by 15% but the shocking has not resolved.

Event description:
It was reported by the manufacturer representative (rep) that the patient felt intermittent shocking sensations in and around their head after the battery replacement. The same settings were transferred from the old implantable neurostimulator, and the pre-and post-op replacement and impedance checks were within normal range. The hcp advised lowering the amplitude to see if the shocking sensation would disappear. The left vim went from 3.5 ma to 3.0 ma. Lowered amplitudes were tried, but tremors occurred, and the patient requested to keep it at 3.0 ma. The right vim is at 3.5 ma. The patient felt uncomfortable tremors at the lower amp and kept it at 3.5 ma. The patient said they felt better, but the daughter called the hcp the next day and said they still felt the shock. The patient was aware of how to lower the amplitude via the patient programmer, and the hcp recommended that they lower the amp or turn off the device. The issue was not resolved by the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.